Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient visited the hospital, and an x-ray confirmed the detached sensor wire. The patient underwent a surgical procedure in the emergency room to take out the sensor wire. The surgical procedure was not successful, which was confirmed with an ultrasound. The patient was proposed to have a second surgical intervention, however, the patient declined this as the patient did not feel another surgery was needed. The patient was in the emergency room around 6 hours. At the time of the report the patient was stable, healing and happy with the recovery, and was monitoring for signs of infection. No other details were documented. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.